Manufacturer narrative:
This ipg serial number was included in field advisories: 1627487-07262012-002-r; 1627487-12192011-003-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was without stimulation. It was also reported the patient's ipg reflected a "battery low- stim off" message. The patient was also unable to establish communication between the ipg and charger. A new charging system was sent to the patient which did not resolve the issue. Follow-up information revealed the patient's programmer reflected a communication error. The patient stated she had not charged or used her scs system in approximately 6 months. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her ipg was explanted and replaced with a different model.